Event description:
During placement of an interbody cage, the cage broke into multiple pieces. Per surgeon's pa-c, there was "nothing out of the ordinary" noted regarding equipment, circumstances or technique. Broken cage, and all of its pieces, were retrieved and removed from field. An alternative cage was successfully placed using a smaller size.